Event description:
During a coil embolization in an aneurysm, the third dcs coil (trufill dcs, 635f00308) was advanced through the micro catheter. The physician pressurized the syringe (dcs syringe, 635-001) to the green zone to detach the coil, however, this coil was unable to be detached. The gauge indicated negative pressure weakly. The physician re-pressurized the syringe; however, it was the same. Therefore, another coil and syringe were used for the procedure. The vessel had mild calcification, mild tortuosity, and percentage of stenosis was unk. The product was clinically used without any adverse consequence to the pt.

Manufacturer narrative:
Before attempting to deploy this coil had the syringe did not exceed the black line beyond position #3, per the report, the physician pressurized the syringe to the green zone as per the IFU. There was no info what was the position of the (mc) microcatheter in relation to the coil or if fluoroscopy was utilized to verify if there was stress against the mc or delivery tube. During the attempt to deploy the coil, the syringe was taken to the green zone and the pressure was maintained for 3 seconds. After the failure to detach the coil, another syringe was exchanged, however, it failed to detach the coil. The coil was unable to be detached at any point. No, the physician did not find any problem with the syringe (as leakage or threaded plunger stripping), but when the gauge was back to the "0" point, it was little bit slower than usual to reach zero. Therefore, the physician requests that the syringe was also reported. Another syringe was attached to attempt to deploy the coil, but it also failed. No info was available for the target site. The aneurysm was non-rupture, and all available info was provided. The product is expected to be returned evaluation and analysis; however, it has not been received. Additional info will be submitted within 30 days of receipt.